Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
N/a

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11 corrected field: d4 (serial # should be empty), d7a, d10, h6 medical device problem, corrected labeled for single use field no decon or visual inspection performed since product was not returned and could not be evaluated. A complaint was received via a direct call to the emergency support program regarding a fiber optic sensor failure in a cardiosave device, with no patient harm or injury reported. The issue involved the balloon not inflating properly, initially suspected to be related to fiber optic calibration. The rn reported that the fiber optic had stopped working days earlier, but the esp team was not notified until the call. During troubleshooting, poor ECG conduction and a damped arterial waveform were observed, preventing the pump from identifying landmarks for inflation. Corrective actions included replacing electrodes and flushing the inner lumen, which temporarily resolved the issue. Subsequent screenshots indicated recurring waveform problems likely caused by electrodes not adhering properly due to patient sweating. After reapplying electrodes, pump performance returned to normal. Based on the description, the primary root cause appears to be loss of accurate physiological signal input (ECG and arterial waveform) due to poor electrode adhesion and delayed reporting of fiber optic failure, which led to improper pump triggering and balloon inflation. It is impossible to determine the root cause since the product was not returned for evaluation. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during therapy that a intra aortic balloon (iab) would not inflate like it does when the there is a fiber optic calibration. No patient harm or injury reported.